Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0sz9k, implanted: (B)(6) 2015, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect and had been in the office 3 times for adjustment. The device was received to help strengthen the sphincter muscle, not to control symptoms. It was later reported that the patient had greater than 50% symptom reduction and the event was not device related. No loss of effect or loss of stimulation was reported. The patient had a rectal prolapse, which will be repaired. Patient is not dead, but not able to determine cause of rectal prolapse. Follow-up is being conducted to determine cause of rectal prolapse and patient outcome.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was not deceased and the rectal prolapse was not device related.